Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, a root cause could not be identified. The main lamps failed and will not light up. The cause of the lamp failure could not be estimated. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.

Event description:
A user facility requested inspection of the olympus, model clv-s45, visera xenon light source. Upon inspection of the unit by a field service engineer, it was determined the main lamp failed. This report is submitted due to the malfunction of main lamp failure. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The main lamp failure was confirmed. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.